Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 578 mg/dl. Customer was hospitalized due to high blood glucose, vomiting and heart attack. It was reported that prior to hospitalization, customer received a no delivery alarm during bolus. Customer cleared alarm and began to vomit through the night. Customer went to the hospital that morning and found to have had a heart attack. Customer was admitted to one hospital and was transferred to another due to heart attack; customer had a triple bypass. Customer was hospitalized for five days. Troubleshooting showed that the no delivery was caused by set / reservoir occlusion.